Event description:
The patient's lead was explanted and returned to manufacturer. Accompanying paperwork indicated that the patient's device was explanted due to suspected end of service, suspected lead discontinuity, prophylactic replacement and lack of efficacy. Analysis of the returned product revealed a lead break at the end of the electrode bifurcation. An atempt to obtain additional information has been unsuccessful to date.